Event description:
The temperature readings for the ablation catheter were too high. The catheter handle was exchanged for a duplicate handle and this did not resolve the issue. Then the catheter was exchanged for a duplicate catheter and this resolved the issue. There was not any patient harm involved due to this incident.